Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) and the rep inquired if pump was still dispensing drug if the tablet was reading empty reservoir. It was noted there was a programming error where reservoir volume was not updated. The rep confirmed no motor stall recorded in the logs. The rep would call back with more details about case. Additional information was received from a healthcare provider (hcp) via a company representative (rep) on (B)(6),2023 indicated the cause of the incorrect date and time on the programmer was not determined. The tablet was updated to reflect the correct time/date. Regarding the reason for the empty pump, they believed it was because of the programming error and reservoir volume not being updated after most resent refill appointment. Regarding the previous report that the patient experienced withdrawal, it was noted the physician believed those were not withdrawal symptoms, but symptoms from an illness. It was reported, after aspirating drug from the pump, it was put back into the pump and the tablet/pump was updated to reflect the correct volume and a refill appointment was scheduled based on the newly reflected refill date. The pump was successfully refilled and reservoir volume was updated.

Manufacturer narrative:
Continuation of d10: product ID a810 lot# serial# unknown product type software medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient receiving unknown morphine (10mg/ml at 1.578mg/day), bupivacaine (5mg/ml at 0.789mg/day), and fentanyl (200mcg/ml at 31.56mcg/day) via an implantable pump. The indication for use was non-malignant pain. It was reported that the pump was alarming for empty reservoir. The manufacturer representative (rep) stated that the patient was in office today with a pump alarming indicating it was empty; the rep stated that dates on the reports they have did not seem to line up with most recent refill and they thought the programmer used to update the pump last had the incorrect date and time. The rep noted that pump was empty and the patient might have gone through withdrawal about 3 weeks ago. The rep stated that the patient was given oral meds and they will fill the pump when they get the medication. The manufacturer's technical services specialist (tss) reviewed considerations around pump running empty. Tss reviewed how to set date and time on clinician tablet to the current correct settings. The patient was no longer at the facility so the rep stated they would bring the patient back for refill and to silence alarm as well as get pump date and time corrected if necessary. Additional information was received from the manufacturer representative. The rep reported that the patient's weight was unknown. The software version of the programmer application was unknown. The date/time on the patient's pump was not correct when the patient's pump was interrogated. The cause of the empty reservoir alarm was the pump being empty. The patient will be brought back to aspirate the remaining drug from the catheter, and then either fill the pump with saline then set the pump to minimum rate or shut the pump off permanently. The empty reservoir alarm was resolved.